Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was received inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported battery unable to charge can be attributed to a faulty integrated circuit that controls the battery. An internal investigation was initiated to investigate battery main integrated circuit malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.